Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the cutter failed the test cut with an incomplete cut due to a l cut out. The cutter will need replacement. Lot number is required to review DHR as one was not provided DHR was unable to be reviewed for deviations and anomalies a definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the cutter was sent in for pm evaluation only. Upon evaluation the cutter failed the test cut with an incomplete cut. No patient involvement was noted as a result no harm or delay occurred. No adverse events were reported as a result of this malfunction.